Manufacturer narrative:
The stat padz ii and multifunction cable (mfc) were returned to zoll medical japan for evaluation. The stat padz ii and mfc were put through extensive testing without duplicating the report. The clinical log file from the reported event was provided for review. The file shows multiple defib lead faults, ECG lead faults, a wandering baseline, and ECG railing which are indicative of poor coupling between the patient and electrode pads. Electrode labeling states the importance of good placement on the patient and provides instruction for proper electrode application technique. Zoll recommends that patients are cleaned and hair is clipped prior to applying electrode pads to assure good coupling of electrode to skin contact. A retained sample investigation was conducted from retained samples of the same lot number (3922). Evaluation of the retained electrodes did not reveal any irregularities that would have contributed to the reported event and concluded that the samples were assembled according to specification. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the associated defibrillator was unable to obtain an ECG signal via these attached electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.